Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user was firing at 1285 firing power at the start of and throughout the duration of the ablation. The probe was noted to be superficial to start the ablation. Blue and purple pixels appeared almost immediately after the ablation but dissipated as the ablation moved deeper within the tumor. The physician did not lower the laser power nor did the physician let off the foot pedal once the blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.